Event description:
Additional information received from the patient. Patient called back for direction said still hasn't noticed improvement in symptom control since last call. Patient said still has constipation since the fall she had on (B)(6) 2021. Patient said has hcp appointment in about two weeks. Reviewed general programming guidance and with assistance patient connected and increased setting to 3.3. Patient said is also going to adjust her diet. Patient to monitor her symptoms and provide update to hcp, patient also to mention fall to hcp and ask if they would suggest imaging.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that  they don't think ins is working because pt is not feeling stimulation and reported they are having a lot of leakage that pt hasn't had before. Agent tried to walk pt through checking therapy status and pt confirmed handset was charged and powered on, but communicator would not power on. Pt plugged communicator into charger and confirmed battery indicator light was orange indicating charging, but stated communicator was not powering on. Pt will continue charging communicator and will attempt to power on communicator once charged. Reviewed communicator charging and general use overview. . Pt will call ps back once communicator is charged for further assistance checking therapy status. Pt provided event date as "about a month ago, the first part of july about". Agent did not ask about the circumstances that led to the reported issue. See above. The issue was not resolved through troubleshooting. No further complications were reported/anticipated at this time. Additional information was received from the patient. The reason for call was patient said the device stopped working. Patient said they started having loose bowel and didn't feel any stimulation at all. Patient said they increased stim and weren't feel stim. Reviewed how to increase stim. Patient was able to increase stim to a comfortable level. Agent did not ask about the circumstances that led to the reported issue. The patient was redirected to their healthcare provider to further address the issue.